Event description:
It was reported that the patient had an implant placed at area of missing tooth #19. The patient was seen for post op exams, all within normal limits. The patient did not return to our office for exposure, toque test, restoration and stated that they moved out of town for work but returned after covid-19 closure. The patient's crown was restored while out of town and the patient called with pain and now the crown is moving. Examed and crown/implant at is fractured. Removed and bone grafted. Pain and inflammation were reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Correction: manufacturing date was updated/corrected to september 13, 2017. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned implant identified that the implant fractured at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number (63746591). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is: implant not placed properly; clinician error. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.